Manufacturer narrative:
H6. Investigation conclusion, initial report inadvertently left out d12.

Event description:
It was later reported that the patient only had their generator explanted due to the reported adverse event. No new vns was implanted. It was also reported that the vns is not available for return. The generator was noted to be not working for the past 4 - 5 months, no other information was provided for this event. The explant was for patient comfort only. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient experiences pain in her chest whenever the device goes off. When they are in bed, they feel as if the device is choking her. It was reported that the physician plans to refer the patient for surgical intervention (explanting vns) due to painful stimulation and dysphagia. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.